Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the suture sleeve was still tied down onto the lead and was located 229mm to 249mm from the terminal pin. Microscopic inspection noted trilumen insulation damage 277mm to 287mm from the terminal pin. The trilumen insulation had webbing damage in this area between all three lumens. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported noise, oversensing, inappropriate therapy and decreased pacing impedance measurements, increased threshold measurements and diaphragmatic stimulation is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that noise and oversensing on the right ventricular (rv) lead rate/sense lead resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. Rv pacing impedance measurements decreased from 500 ohms to 300 ohms and the pacing threshold measurement had doubled in size. Additionally, complaints of diaphragmatic stimulation on the patient's right side was reported. A lead insulation breach was suspected, however, a chest xray did not reveal lead damage. The device was reprogrammed to extend ventricular fibrillation (vf) and ventricular tachycardia (vt) duration. A revision procedure was performed and the rv lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.